Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
On (B)(6) 2012, the pt had a vt storm (ventricular arrhythmia episode), with multiple atp and shocks delivered (including CPR with 20j external shock at 21:15). According to the customer, the system failed to deliver manual selected atp during the vt storm that day. Another event (missing egm data) for same device and same date already reported under the file (B)(4), MDR# 9610579-2012-00004.